Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon performed a revision surgery to replace the cup, insert and head due to a loosening cup on sep 22nd".